Event description:
The rptr stated that he did back to back blood glucose tests, within mins, using different finger sticks. The results were 168 and 220 mg/dl. He did not have any symptoms. A control test was not done due to unavailability of supplies.